Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Cracks, dents and scratches were seen on insulation. Also it was noticed the part number and lot etchings are not present. The instrument failed the insul scan test. The probable root causes are normal wear, user misuse and improper sterilization methods.

Event description:
It was reported that the insulation has peeled off the handle.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has peeled off the handle.